Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to put the malfunctioning pump into storage mode and return it using a pre-paid label. A replacement pump was sent to the customer, and they were advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.